Event description:
Account indicated that staff has complained of several control syringes leaking. Staff returned this sample to purchasing which saw that there is a visible crack in the syringe.

Manufacturer narrative:
Eval summary: visual examination of the returned device confirmed a crack in the syringe barrel. The crack was longitudinal and approx 1 1/4 of an inch long. No evidence of impact or other damage was observed. It appears that the crack may have occurred during mfg or shipping, not as a result of user technique because the customer noticed the crack prior to using the syringe. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at consistent low level in relation to the total volume of syringes produced. A review of our records shows that no other incidents have been recorded for this condition and lot number.